Event description:
Patient revised for malpositioned cup and noted polyethylene wear on liner.

Manufacturer narrative:
No products were returned. A review of the device history records did not reveal any related deviations or anomalies. The investigation could not draw any conclusions about the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.